Event description:
The customer reported that while the unit was in use on a patient, they were unable to adjust the enhancement to include the dicrotic notch of the waveform by using the inflation control. The patient was switched to another unit and therapy was continued. No patient injury was reported.